Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1692 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, the patient found a leak in the heparin cap about 2 hours after the infusion, and told the nurse that there were obvious cracks in the heparin cap after observation.